Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr (B)(6) broaches to a 2 and inserted a size 2 implant. Felt the implant was too proud. He then broached to a 3 and felt the implant was still proud. He then asked for a new size 2. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found no dimensional problem that would contribute to the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.